Event description:
A customer reported experiencing a dull blade during a procedure. The case was completed using a back up blade. There was no harm to the pt.

Manufacturer narrative:
One opened sample was returned for eval. The sample was examined using (B)(4)magnification and found to have damaged cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure set-up. All knives are 100 % inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as the damaged cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).